Event description:
Hawk one m atherectomy device has had numerous defective parts malfunction while inside the body. Cutter window does not close all the way and items get stuck in the nose one and this causes the operator to have to remove all endovascular products while the window is still open putting the patient at a large risk of dissection or distal embolization. Medtronic knows about the defects and have covered them up for years by not reporting not acknowledging these for years because this product is a high revenue generator with large profit margins. It is an intentional and calculated cover up by those in that division.